Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was rising. Her blood glucose level was 429 mg/dl. The customer needed assistance with checking her basal rates and insulin pump delivery. She treated her high blood glucose with a bolus. The insulin pump alarmed enter blood glucose now, calibration error, and threshold suspend. The customer did not want to go through the full troubleshooting. The device was not returned.